Event description:
Patient presented to the physician with pain at the neck and chest incision sites. Physician brought the patient into the or, where surgical exploration of the chest pocket revealed a seroma. Physician replaced the entire inspire system and closed the incisions.